Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patients device had not work since his hernia surgery two weeks ago. The patient had left inguinal hernia repair and his generator is located in the left lower quadrant of his abdomen. Impedance testing showed electrodes to be within normal limits. Reported impedances were electrodes 2 and 3 were 2500 and 3500 ohms respectively and 1200 ohms for 1 and 0. Reprogramming was attempted. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) on 2017-07-06. The rep reported that the patient was still recovering from a triple bypass which was unrelated to the device and therapy. The rep reported that they anticipated the patient would get his system revised in the future. The rep reported that they had no further information at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.